Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was in emergency medical services on (B)(6),2022 for low blood glucose. The customer blood glucose was 26 mg/dl. Customer was treated with insulin drip and was unconscious. No further patient complications were reported. Auto mode was not active at the time of incident. Troubleshooting was performed and the customer will discontinue use of the device.